Event description:
It was reported that episodes of noise reversion were noted on atrial lead via review of remote transmission. A review of the electrogram (egm) indicated that it was potentially the patient's atrial fibrillation proceeding at a fast rate to meet the device's noise-triggering criteria. The patient will continue to be monitored remotely.